Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient was having to charge six to eight hours at a time per recharge session, which occurred every few days. They stated that this was hindering their daily activities and was burdensome. They stated that they achieve good coupling but they still have to charge for extended periods of time. They were requesting a replacement with the new ins model to help with their recharge burden. It was indicated that impedances were within normal limits. No further complications were reported/anticipated. Additional information received from the manufacturer representative reported that replacement is planned but it has not been scheduled at this point.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37751, serial# (B)(4) and product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device was returned. Analysis found ins/battery/reduced capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the patient had their device explanted on (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. Correction: updated to both adverse event and product problem. Correction: updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for postlaminectomy pain and spinal pain. It was reported that the charger had a blank screen. The rep tried to interrogate the ins with the 8840 and it displayed a message that said neurostimulator battery is discharged, charge battery now. A recharge session was attempted using the recharger and when the green button was pushed it showed the charger was full but now it will not turn on. It was reported that the ins was been charged too often. It was reported that the ins was not staying charged and it was depleting too fast. It was reported that the ins was depleted. No patient complications have been reported because of this event.